Manufacturer narrative:
Following submission of the initial report, upon further assessment it was determined that the rust was found on the trocar and it does not meet criteria for reporting based on applicable medical device regulations. Hence this report does not meet a reportable device malfunction criteria. No further reports will be scheduled under mfg report num 1644019-2024-01667. The manufacturer internal reference number is: (B)(4).

Event description:
It was determined that the information provided for this event trocars are rusty (event code trocar foreign material) does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error.

Event description:
A nurse reported that stab knives are rusty during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).